Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag introducer sheath instruction for use, minimum vessel diameter compatible with use of the 24fr sheath is 8.1mm.

Event description:
On (B)(6) 2011, this pt underwent planned endovascular repair of an abdominal aortic aneurysm whereby a gore tag thoracic endoprosthesis was to be implanted. The physician inserted a 24fr gore introducer sheath with silicone pinch valve into the left common iliac artery immediately above the external iliac artery and internal iliac artery bifurcation. The physician felt resistance during the insertion of the sheath, so another attempt at insertion was made by replacing the guide wire. At that time, it was noticed that the pt's blood pressure dropped. Therefore, the physician advanced and inflated an occlusion balloon to stop blood loss and retracted the sheath. A rupture of the external iliac artery was visually confirmed. The physician repaired the ruptured external iliac artery with suture and performed a femoral-femoral bypass surgery using a vascular graft. The gore tag thoracic endoprosthesis was not implanted.